Event description:
Healthcare professional reports the dialyzer arterial luer connection to the blood line was found to be separating from the blood line towards the middle of the patient treatment. Blood loss was estimated between 100 -200 cc. The dialysis session was discontinued at the time the leak was noted. The patient came back the following day to complete his treatment. No patient injury or medical intervention was reported.